Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" against right device. The device remains implanted.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported "rupture" against right device. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture, was received on october 05, 2022 with lot number 1853824. Based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening device on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: crease is observed. No further actions are required as the device was implanted.